Manufacturer narrative:
The unit was received with a blank display due to moisture damaged at electronic assembly. The unit had moisture damage on motor. The unit monitored and there was no constant tone during battery insert. The insulin pump was received with minor scratched display window. The unit was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer insulin pump was exposed to fluid behind the lcd screen. The customer has a blood glucose level was 153 mg/dl. The customer states that there is fluid/moisture in the device due to a leak they found possibly coming from the reservoir. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.